Event description:
The implantable cardioverter defibrillator (ICD) was explanted approximately four months later when the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The ICD was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient arrived to the emergency department post shock therapy with reports of syncope. The patient received multiple rounds of anti-tachycardia pacing (atp) and shock therapy for ventricular arrhythmias. Atp and shock therapy were delivered and successfully converted the patients ventricular arrhythmias. It was seen on the electrograms that post atp therapy delivery for ventricular tachycardia (vt), atp accelerated the patient's rhythm into ventricular fibrillation (vf). In addition, one of the recorded ventricular episodes showed exhausted therapy, but the device was able to successfully converted the patients arrhythmia. Technical services was consulted and recommended the patient follow up with an electrophysiology/ cardiology physician. The device remains in service. No additional adverse patient effects were reported.